Event description:
The user facility reported that during a patient procedure the surgical light experienced a power failure and stopped working. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the lighting system and found that one of the dual lightheads did not have any lamps (bulbs) in the lighthead and the other lighthead lamps (both primary and back-up) were blown. The technician installed new lamps in both lightheads, reseated electrical connections to the wall control, cycled the power to the lighting system to restore communication with the wall control and found it to be operating properly. The technician stated that while onsite no one was in the or during the service call and was subsequently unable to obtain additional event information. The lighting system is not under steris service contract and is serviced and maintained by the user facility.